Event description:
It was reported that during a colon procedure, during a colorectal anastomosis after sigmoidectomy for diverticulitis the use of the clamp has created a longitudinal tear of the colon. Lack of staples of about 1mm. Oblong section rather than circular rectal section. There will be a scar of 15cm instead of 5cm in the lower abdomen. Unknown how case was completed. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.